Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090494; product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 377405,

Event description:
It was reported that the patient was experiencing inadequate pain relief. Lead migration was confirmed through x-ray. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient had bilateral coverage obtained postoperatively. The explanted devices were kept by the medical facility.